Event description:
Healthcare professional reported a lap-band system was removed due to the "tubing having a hole in it."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 09/09/2015. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a smooth linear opening with leakage in the port tubing consistent with wear and tear. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: ¿caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Caution: when adjusting band volume, use of an inappropriate needle may cause access port leakage and require re-operation to replace the port. Use only lap-band® ¿ system access port needles. Do not use standard hypodermic needles, as these may cause leaks.¿

Event description:
Healthcare professional reported a lap-band® system was removed due to the "tubing having a hole in it."

Manufacturer narrative:
Taper ii. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the catalog number and implant date provided by the reporter, the connector type is assumed to be a taper ii.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event and implant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the model number, serial number, the event date, implant date, diagnostic testing, patient data or further event details.